Event description:
It was reported that the patient was experiencing palpitating chest pains. The electrogram showed the atrial marker was directly over ventricular sense marker, and the p-waves showed intermittent sensing. The emergency room had completed an x ray which demonstrated different atrial lead position when compared to the post implant x ray. Reprogramming was performed, and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.